Event description:
It was reported a malfunction alarm occurred. There was no reported adverse impact on the customer's blood glucose level. The technical support team decided to replace the malfunctioning pump, and the customer was instructed to use multiple daily injections as backup therapy to ensure continued insulin delivery. The customer was also guided to store the pump and return it with a prepaid label within ten days, acknowledging receiving a replacement pump.